Event description:
It was reported to boston scientific corporation, that an interject injection therapy needle catheter was used during an endoscopic mucosal resection procedure performed on (B)(6) 2009 (patient over 18 years old). According to the complainant, during the procedure, when the needle was extended, a bend was identified. The procedure was completed with the same interject injection therapy needle catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).